Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total colectomy procedure. Reportedly, the staples did not form properly on the tissue. The surgeon applied another device. The hosp has reported that no pt injury occurred.